Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted as sars-cov-2 negative; flu a positive; flu b negative; rsv positive. Sample was processed per the pi. This result was reported to the physician. Patient sample was repeated due to result showing coinfection with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. Resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv positive. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing. Customer did not report any known death, injury or deterioration in health related to the discrepancy. This is a case where the customer reported a positive flua and rsv, with a negative flua, positive rsv upon repeat. Review of the data shows that the positive result for the flua target is a false positive due to a noisy/aberrant curve. Repeat of the test (performed in another module) also showed a slight fluorescence on flua, although not enough to trigger a positive. Customer performed repeat testing according to the IFU and reported to cepheid. Patient was treated for rsv. No patient harm or health deterioration due to this result. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted as sars-cov-2 negative; flu a positive; flu b negative; rsv positive. Sample was processed per the pi. This result was reported to the physician. Patient sample was repeated due to result showing coinfection with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. Resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv positive. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing. Customer did not report any known death, injury or deterioration in health related to the discrepancy.